Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 1242591. All inspections and challenges were performed per the applicable operations qc specification. H3 other text : see h10.

Event description:
It was reported while using the bd ultra-fine¿ insulin syringe the plunger would not move and unable to deliver medication. The following was received by the initial reporter: this 1 syringe was filled about 30mts before he attempted to use and found the plunger would not move. Infomed caller not to prefill and complete injections right after filling. I had a catstophe happen with a syringe purchased at your xxx. I was going out to eat and loaded syringes to take with me. During breakfast one syringe refused to inject, the pump refused to inject no matter how hard I pushed.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd ultra-fine¿ insulin syringe the plunger would not move and unable to deliver medication. The following was received by the initial reporter: this 1 syringe was filled about 30mts before he attempted to use and found the plunger would not move. Infomed caller not to prefill and complete injections right after filling. I had a catstophe happen with a syringe purchased at your xxx. I was going out to eat and loaded syringes to take with me. During breakfast one syringe refused to inject, the pump refused to inject no matter how hard I pushed.